Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia. The patient did receive medical intervention and reported to be in the nursing home. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient having pnuemonia. The patient did receive medical intervention and reported to be in the nursing home.the reported event of having pnuemonia was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.